Event description:
As reported to coloplast, a patient experienced syncope on his way home subsequent to the implant procedure, resulting in admission in another hospital (ER). Neurological and cardiac evaluations were negative. No treatment was specified. Event has resolved. The device remains implanted to date.

Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed. Because the device remains implanted and because coloplast's examination may not conclusively confirm or disprove the report of syncope, coloplast accepts the physician's observations as the reason for the medical intervention. Device still implanted - not returned.